Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated mdrs# 1225714-2014-00713, 00714, 00715 and 00716.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2006 and subsequently expired on (B)(6) 2006 after use of the product.